Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction of the rv lead. It was also reported that the high impendence value occurred due to implantable pulse generator (ipg) reaching elective replacement indicator (eri). The ipg was explanted and replaced.